Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement causing the device to emit tones and an alert to be generated on the remote monitoring system. The shock impedance trend was reviewed and noted to be mostly stable in the 90-110 ohm range. Alert and tone thresholds were reprogrammed and the patient will continue to be monitored. No adverse patient effects were reported. This system remains in service.